Event description:
Customer states that he sees no volumes on his test device and has a "co2 rebreathing risk" alarm. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator and there was no patient harm. The customer evaluated the device with a remote service engineer (rse). The rse advised the customer that he may have a faulty flow sensor assembly and to perform the performance verification test to verify. Further information is pending.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the manufacturer for failure analysis. The gds was tested, and the customer complaint was verified. The root cause was a failure of the airflow sensor caused by u1 drifting out of calibration.

Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.